Event description:
It was reported that the autopulse unit displayed a user advisory message of ua 28 (loss of clutch connectivity). Additional information was received indicating that problem was found during the incoming inspection of a loaner return. There was no patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform indicates there was damage to the encoder cover. No other damage was observed. No problems were observed in the archive file. The loaner passed final test. Reported complaint was not verified. Probable root cause associated with this event could not be determined. (B)(4).